Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl. The customer also report that current blood glucose was 240 mg/dl. The customer was treated with manual injection and bolus. Customer alleging possible pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Insulin pump will not be returned for analysis.